Manufacturer narrative:
(B)(4). The device will not be returned for analysis. The lot number was provided. A follow-up report will be submitted with all relevant info.

Event description:
Device issue: separated guide wire. Time of device issue: during the procedure. Adverse event: unretrieved portion of guide wire in pt. Onset of adverse event: during the procedure. It was reported that the pt was having a peripheral atherectomy on the right leg and the tip of the guide wire became detached from the main body of the wire. The guide wire could not be retrieved from the anterior tibial vessel at the level of ankle. No additional info was provided.